Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of sys error 105 through the history log, but could not reproduce it during eval. Eval determined the cause to be severed motor mount screws. The motor assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed sys error 105. It was also reported that there was no pt involvement.